Event description:
It was reported that the pt with a history of l4-5 fusion underwent surgery for decompression at l3-4 with posterior fixation at l3-4. It was reported that post-op x-rays revealed a broken rod on the right side of the construct. No revision surgery is planned at this time. No pt complications were reported.

Manufacturer narrative:
Device remains implanted. Device has not returned to medtronic for eval. Unable to determine cause of the event.